Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect and " off by a few minutes." Customer did not know the cause. Customer changed the pump time to the correct time to resolve the issue. Customer's blood glucose level was 62 mg/dl.